Manufacturer narrative:
The event occurred in (B)(6). (B)(6).

Event description:
Caller reported blood glucose results of 599 mg/dl on performa system 1, 140 mg/dl on performa system 2 within 10 minutes. Reported a second, separate comparison of blood glucose results of 289 mg/dl on performa system 1, 139 mg/dl on performa system 2 within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.